Event description:
It was reported "customer is finding condensation inside the packaging". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer returned a representative sample from another lot number. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to further address this issue.

Event description:
It was reported "customer is finding condensation inside the packaging". No patient involvement reported.

Manufacturer narrative:
(B)(6) the actual device was not returned; however, the customer returned a representative sample from another lot number. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to further address this issue. Corrected data: section h.6.-type of investigation code corrected to 4103.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "customer is finding condensation inside the packaging". No patient involvement reported.